Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during shoulder arthroplasty surgery, it was observed that the mini baseplate impactor was broken and would not allow the baseplate to be seated. The surgeon still tried to use the broken instrument, causing harm to the patient. Due to this event, the surgeon had to convert to a standard baseplate for the patient. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during shoulder arthroplasty surgery, it was observed that the mini baseplate impactor tip was bent and would not allow the k-wire to be passed, in order for the baseplate to be implanted. The surgeon still tried to use the damaged instrument, causing harm to the patient. Due to this event, the surgeon had to convert to a standard baseplate for the patient. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during shoulder arthroplasty surgery, it was observed that the mini baseplate impactor tip was bent and would not allow the k-wire to be passed, in order for the baseplate to be implanted. The surgeon still tried to use the damaged instrument, causing harm to the patient. Due to this event, the surgeon had to convert to a standard baseplate for the patient. No additional patient consequences were reported.